Event description:
Pt reported leaking nebulizer. Unknown if pt missed dose. No adverse reaction reported. Unknown if device is available for return. Unknown if md is aware. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified. Product lot number: no lot number.